Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump powered up with the returned battery cap. The keypad rubber was intact with no peeling or tearing. All keys were responsive to user input. The keypad was removed to find no contamination under the button contacts. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump including the keypad circuit and display flex cable. A tactile keypad event was not duplicated during investigation.